Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving dilaudid (hydromorphone) (25mg/ml at 8mg/ml) and bupivacaine (4mg/ml at 1,2mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient contacted their healthcare professional (hcp) because their pump was alarming and the patient was experiencing nausea, diarrhea, and increased pain. The patient went to the hcp office to have their pump read.  The hcp discovered the pump had motor stalled and a pump replacement was scheduled for (B)(6) 2020.  On (B)(6) 2020 the pump started running again so the hcp office cancelled the replacement procedure for (B)(6) 2020.  On (B)(6) 2020 the pump motor stalled again and pump replacement was rescheduled for (B)(6) 2020.  On (B)(6) 2020 surgical intervention occurred as the pump was replaced with a 40cc pump.  There were no known factors that may have led or contributed to the issue.  It was noted the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight and medical history was asked and will not be made available.  No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780serial/lot# (B)(6), ubd 2018-12-09, UDI# (B)(4) h3 ¿ the pump and a portion of the catheter were returned for analysis. Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Analysis of the returned portion of the catheter found ¿sutureless connector ¿ malformed seal¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.